Manufacturer narrative:
Alleged failure: a continuous warning sound and overheated in the operating field. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is an internal leak resulting from a broken or damaged bond between the polyimide and suction tubing. This condition likely allowed fluid ingress to reach the pcb, leading to a possible short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during rotator cuff surgery under arthroscopy. The generator associated with this connection emitted a continuous warning sound and overheated in the operating field.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during rotator cuff surgery under arthroscopy. The generator associated with this connection emitted a continuous warning sound and overheated in the operating field.